Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they had not used the device for at least 7 years because it never helped with anything. The therapy was for bladder control and had been off for a long time, but now they needed an MRI of their neck and back. The agent reviewed with the caller that the device did not have MRI mode and that they would need to turn the therapy off to have the MRI. The agent reviewed that the patient was only eligible for MRI of the head/brain. The patient was redirected to their healthcare provider to further address the issue. The caller noted that they did not know how to charge the communicator and had not even charged it yet. The agent reviewed that the handset and communicator needed to be charged before they could put the device into MRI mode. The agent reviewed that the handset should be able to be charged and to allow the tm90 to charge overnight and to check if the device would power on and connect to the handset. The patient was upset that they couldn't get the MRI.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.